Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(6). Device manufacture date: unknown, as the serial number was not provided. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. A copy of the article is provided with this report. Citation: mounir, a., radwan, g., mohamed farouk, m. And mohamed mostafa, e. (2018). Femtosecond-assisted intracorneal ring segment complications in keratoconus: from novelty to expertise. Clinical ophthalmology, volume 12, pp.957-964. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
Title: femtosecond-assisted intracorneal ring segment complications in keratoconus: from novelty to expertise. Purpose: to document the difference between complication rate in the early curve of practicing intracorneal stromal rings and after gaining experience. Methods: a retrospective study of 623 eyes of 417 patients with keratoconus who underwent keraring implantation using femtosecond laser for channel creation. Note :it was observed 8 eyes with vacuum loss prior to laser firing, 6 eyes with incomplete tunnel, 4 eyes with infectious keratitis, and 3 eyes with sterile keratitis.